Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30897656l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that a pvc near his was ablated with the thermocool® smart touch® sf bi-directional navigation catheter from the right ventricle and cusp. Blood pressure decreased during hemostasis, echocardiography was performed, and pericardial effusion was confirmed. Timing was during hemostasis at the end of the procedure. Pericardiocentesis was performed and the patient left the room after confirming elevated blood pressure and absence of pericardial fluid. Atrial septal puncture was not performed. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 8ml/min. Description of health problems was cardiac tamponade. The progress was reported to be confirmed. Physician's judgment on the health hazard was non-serious (moderate/minor). Cf monitoring methods was real time graph; dashboard; vector; visitag. Visitag coloring settings was tag index. Causal relationship with the product was unknown. The physician's opinions on the relationship between the event and the product was when approaching his neighborhood from the right heart side, the thermocool® smart touch® sf bi-directional navigation catheter and sheath (agilis) were deflected strongly and moved significantly in the right ventricle, which may have caused injury to the myocardium. The patient also had a pre-existing right coronary artery omi, so the myocardium might have been fragile to begin with. Additional information was received on 15-jun-2023. Hemostasis was completed and no problems with progress. The patient was discharged from the hospital as scheduled. The adverse event was discovered post use of biosense webster products. Physician¿s opinion on the cause of this adverse event was procedure and patient condition. The physician suggested the possibility that when the catheter was approached near the his bundle from the right heart system, it was moved widely in the right ventricle with the deflection of the thermocool® smart touch® sf bi-directional navigation catheter and sheath (agilis) strongly applied, thereby injuring the myocardium. The physician also commented that the patient's myocardium might have been originally fragile because the patient also has right coronary artery old myocardial infarction. Pericardiocentesis was performed. Outcome of the adverse event was fully recovered. The hemostasis was completed and no problems with his progress. The patient did not require extended hospitalization. He was discharged from the hospital as scheduled. Other relevant history --- old myocardial infarction. The event occurred after the ablation procedure completed. No error messages were observed during the procedure. Additional information was received on 03-jul-2023. Smartablate generator was used. Transseptal puncture was performed with rf needle. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. Visitag module was used, parameters for stability used was range 3mm, time 3sec, fot25%, tag size 3mm. No additional filter used with the visitag. Tag index was used.